Event description:
During device inspection/testing, it was reported that the device ac mains light was not illuminated when it was connected to ac power. The reported issue might be an indicative of the device failure to operate on ac source. There was no pt involvement associated with event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and observed that it would not operate on ac power or charge the installed battery. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced power supply assembly and determined the root cause for the reported incident to be a failure of the power supply module's ac power supply, transistors q1 and q2 were shorted and fuse f1 was open.